Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt. The 6.0 x 40 x 135mm sterling mr balloon was advanced to the lesion on the first inflation to 14atm. Upon the 2nd inflation to 14atm, the balloon ruptured. The procedure was successfully completed with this device. No patient complications were reported and the patient status was recorded as good.